Event description:
Wound vac canister was not suctioning and pt's abdomen became more and more distended and pt became extremely agitated to the point of combativeness. Pt needed to be sedated. Staff changed out the entire wound vac system and pt immediately put out 400 ml of sanguinous abdominal fluid into wound vac canister. Pt's vital signs remained stable and was monitored appropriately. I discussed event details with employee from materials mgmt dept at hospital. Machine is apparently one that is only used very infrequently. It is on consignment to our hospital by company called kci. Equipment removed from service and given to materials mgmt who in turn contacted kci rep who came and removed device from facility. Upon eval of equipment, kci rep informed us that it was working properly and no defect could be found. Error attributed to end user error and lack of familiarity with this specific piece of equipment. Dates of use: (B)(6) 2013 - (B)(6) 2013. Diagnosis or reason for use: gun shot wound to abdomen. Event abated after use stopped: yes.